Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results from three patient samples tested on the cobas 8000 c702 module. The reporter was able to provide two examples of questionable results: sample ID: (B)(6) the initial result was 646.29 mg/dl. The repeat result was 72.26 mg/dl. Sample ID: (B)(6) the initial result was 532.76 mg/dl. The repeat result was 113.95 mg/dl.

Manufacturer narrative:
The reagent lot number is 73827701. The expiration date is 31-oct-2024. The field service engineer (fse) inspected the module and found a damaged tube 3 in the washing station. He then replaced the tube. The service action seemed to have resolved the issue. The investigation reviewed the calibration data from (B)(6) 2023 to (B)(6) 2023; the last calibration was within specifications. The investigation reviewed the qc data. The qc level 1 from (B)(6) 2023 to (B)(6) 2023 showed an unstable recovery level and a result out of the -2 standard deviation (sd) range; the results were within range on the date of event. The qc level 2 from (B)(6) 2023 to (B)(6) 2023 showed an unstable recovery level and a result out of the +/- 2 standard deviation (sd) range; the results were within range on date of event. The investigation reviewed the reaction monitors. The reaction monitors for both sample ID: (B)(6) and sample ID: (B)(6) initial results showed a conspicuous reaction and an atypical increase in one of the reaction stages. The reaction monitors for both samples' repeat results were inconspicuous. The investigation excluded a general reagent problem because the calibration and qc were acceptable. However, the qc results were not at a stable level. The investigation determined that the event was consistent with a hardware-related issue. No further issues were reported by the customer.